Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 39 mg/dl after multiple meal announcements were made in error. The user became unresponsive and received assistance from a family member, who administered a glucagon injection and fast-acting carbs, after which glucose levels stabilized. No outside medical intervention was required.